Event description:
A medtronic representative reported a site navigation system that became unresponsive. No further details regarding the event, or when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.medtronic representative updated the navigation system software and reported the system functions as expected; medtronic representative reported the booting of the system is slower than usual. A software investigation has been initiated and is under way.

Manufacturer narrative:
The software investigation found that the cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. At least three documented attempts have been made to retrieve a video of the behavior with no additional information made available. The symptom suggests that the system was slow in responding, as opposed to unresponsive or exiting. Thus, the log files would not contain anything relevant, as the software would not indicate that there was a problem.